Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that during a cholecystectomy procedure the clips dropped off when using the device. Another device was used to complete the case. There was no adverse consequences to the pt. The device was discarded.